Event description:
The customer reported that after pipetting two htlv plates the technician observed that no sample/no diluent was pipetted into wells a6 through h6 of each plate. No error was generated by the summit. No death or serious injury was associated with this incident.